Event description:
Reporter alleged obtaining a result of 241 mg/dl on the aviva system compared back to back with a result of 82 mg/dl on the professional system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. The event was reported to have occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.